Event description:
Revision surgery: due to a fall the patient's hip dislocated. This caused instability and the replacement of the implants.

Manufacturer narrative:
The reason for this revision surgery was joint dislocation, and subsequent instability after 1.9 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. The root cause of the joint dislocation was a fall. The dislocation led to the patients instability. There are no indications of a product or process issue affecting implant safety or effectiveness.